Event description:
Nhi grand island tachy (B)(6). (B)(6). Caller noted that at the 3 month check in "(B)(6) of 2021" they noted twos post v pace and they are still seeing it in more recent carelink txs. No patient symptoms or complaints. They just captured it in carelink. See carelink report (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).